Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in poland. The technical service report indicates: arthroscopic optics - mechanically damaged front caused by direct contact of the optics front with the cutting tool, scratched lens. Optics unsealed. Optics of the type: 0502859030 are no longer available, production and service period ended. No possibility of repair / replacement with remanufactured optics. Necessary to purchase optics of a new type. Probable root cause: ¿ laser welding seal failure. ¿ distal/proximal window solder failure. ¿ damage to optical train. ¿ damage to needle. ¿ damage to distal or proximal windows. ¿ moisture intrusion. ¿ end of life wear-out. ¿ environmental disturbance: endoscope colder than dew point. ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only). ¿ use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.